Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. Conductor wires were intact and undamaged, but the drive cable was frayed. The pitch up cable was frayed at the distal clevis hub. The frayed strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during reprocessing a pk dissecting forceps instrument had frayed wires around the wrist. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.